Manufacturer narrative:
Manufacturing review: a device history record and manufacturing review was not required as the event was determined to be unexpected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum instrument was returned for evaluation. The magnum instrument was visually inspected upon receipt, and it was found to be in good overall condition. The device was functionally tested and failed the tests as the gun primed and fired once with lots of resistance due to dry gun before safety lever would get stuck in the "f" position until the cover is opened identified during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported failed to prime issue and the investigation is determined to be confirmed for the identified difficult to setup or prepare issue as device had lots of resistance and the investigation is determined to be confirmed for the identified fail-safe problem. The root cause cannot be determined as the problem could not be reproduced for reported failed to prime. The root cause for the identified difficult to setup or prepare issue was determined to be gun is very dry. The root cause for the identified fail-safe problem was determined to be safety release pin not moving properly with cover latch. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Bd recommends the magnum instrument be cleaned and lubricated after every use to enhance the performance and longevity of the instrument. Silicone free, quality medical grade lubricant compatible with steam sterilization should be used to lubricate magnum instrument. Refer to the manufacturer's instruction to determine compatibility and for the use of the selected lubricating agent. Ensure all moving parts of the magnum instrument are lubricated. End - users may sterile the instrument after each cleaning and lubrication. (Expiry date: 09/2026).

Event description:
It was reported that prior to a biopsy procedure, the device allegedly failed to prime. There was no patient contact.